Manufacturer narrative:
Crbs polarx balloon catheter st 28mm was evaluated by boston scientific. Visible blood was observed inside the balloon region. The polarx device was dissected, and the outer balloon line located inside of the handle was pressurized while submerged in a water bath to locate a potential leak. A leak path was found in the outer balloon when pressurizing the outer balloon line. The error occurred during manipulation while the polarx catheter was inside the polarsheath. The polarsheath was not returned with the device, so it could not be observed for any defects that would have damaged the balloon. Complaint was confirmed through cis analysis.

Event description:
It was reported that a crbs polarx balloon catheter st 28mm ous during procedure presented the error sn (B)(6): the console detected blood in the catheter. After finishing the third ablation of the right superior pulmonary vein (rspv) the error occurred when moving the sheath. When the catheter was withdrawn there was visible blood on the catheter. To solve the issue the device was replaced, and the procedure completed without patient complications. The catheter has been received for analysis.

Event description:
It was reported that a polarx balloon catheter during a procedure presented the error sn (B)(6): the console detected blood in the catheter and there was visible blood on the catheter. To solve the issue the device was replaced, and the procedure completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.